Manufacturer narrative:
A product investigation was completed: the investigation of the returned article shows that the tip with the threaded part is broken off as complaint, otherwise the screw in very good condition. We are not able to determine the exact reason for this reported problem, but it is likely, that a short time overloading led to the breakage. One possible explanation for such an overloading may be contact with very hard bone or with metal. To prevent such problems, it is necessary to operate according to the technique guide. What we can confirm however is that the article was produced meeting all in house and product release specifications in september 2013 as a full device history record (DHR) review was conducted. Based on the received information we cannot determine the exact root cause. No product fault could be determined. Corrected device history record review: manufacturing site: (B)(4). Manufacturing date: 18october2013 (delivered from supplier to (B)(4)). Expiry date: 01october2023. Expiry date: 01.oct.2023. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction and internal fixation of a patella, a screw snapped while being inserted. The threaded distal section of the screw was left in situ but was fixed into place using a k-wire. It was a cannulated screw so surgeon was able to put a k-wire in the center of the screw so the piece is not likely to migrate. Surgeon was happy with the outcome of the procedure. Case delayed by five to ten minutes. No adverse event to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient weight is unknown device broke during insertion; device was not considered implanted/explanted. (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.